Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by both corners, the bottom case was cracked at the l bracket, and the right plunger case was cracked on the side. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated and the crack was verified during visual inspection. The root cause of the problem was related to normal wear of the pump as it is over 5 years old. The crack was due to customer mishandling of pump, must have been dropped. Replaced leadscrew and clutches and worm coupling and replaced top and bottom cases. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error and was cracked. No patient injury was reported.